Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The medtronic representative reported that the site has used the navigation system for several other procedures after this one and did not experience any further issues.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, after multiple unsuccessful point registration attempts with the navigation system where the points were not being saved, the site was able to get a successful registration and could use the surface registration in addition. It took them about 20 minutes to successfully register the patient. After this, it appeared as though the system was functioning as intended. However, after the surgeon started to navigate, it was noticed that recognized that navigation was 10 centimeters inaccurate. The surgeon used the pointer instrument to touch the pedicle, but navigation displayed the instrument completely in the air and not in the intended location. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to the reported issue. There was no impact on patient outcome.